Event description:
The device was used during a myomatectomy procedure. Reportedly, the surgery was done on 10/9/97 and the pt had to be re-operated because she encountered intestine and uterus adhesion. The suture was found exactly where the adhesion appeared. The surgeon used other sutures to complete the procedure. The hosp has reported the pt's condition is satisfactory.